Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having trouble charging the ins. The patient said the screen shows that stimulation is off. The patient turned stimulation on and tried recharging during the call. The patient confirmed that this resolved the issue. No symptoms or further complications were reported. Additional information was received from the patient on (B)(6) 2019. There were many circumstances that led to the trouble charging; too many to fully list. Moved unit now on spine. Pain when using-charging problems, etc. Etc. Etc. No further complications were reported/are anticipated.

Manufacturer narrative:
The aware date of the reportable information is 2019-aug-12 and not 2019-jul-22. If information is provided in the future, a supplemental report will be issued.